Event description:
Procedure type: sigmoidectomy. According to the reporter: the surgeon performed a sigmoidectomy on (B)(6) 2013. The pt was readmitted on (B)(6) 2013 with a leak around the anastomotic site. The pt was discharged same day, but the physician saw her the next day with a bowel extravasation. An exploratory laparotomy was performed (B)(6) 2013.

Manufacturer narrative:
(B)(4).